Event description:
The reporter stated that a coral screw that had been placed during a bilateral posterior lumbar interbody fusion at the s1 vertebra level was broken. The screw head was disengaged from the screw shaft. This was seen on a radiograph that was taken two weeks postoperatively. Integra has requested additional clinical information from the reporter. The product catalogue number has not been confirmed at this time.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.